Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to perform pump reset, and was able to interact with pump screen after reset.